Event description:
Nurse reported that a b braun lactated ringer's solution 1000ml container was taken out of the omni cell and solution bag found to be only partially filled. Solution had leaked in the outer wrap. Product sequestered and given to risk manager. No patient harm as it never reached the patient.